Manufacturer narrative:
The reported events of p-wave amplitude variation, capturing problem, impedance problem and clavicle crush were confirmed. Final analysis found that the insulation was fractured/crushed at 21.1 cm to 22cm from the connector pin. The damage sustained resulted from clavicular crush.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an implant procedure on (B)(6) 2021. During the procedure, it was noted that the patient's right atrial lead was experiencing varying p-wave amplitudes, as well as capture and impedance issues while testing the lead. The physician suspected clavicular crush. The lead was explanted and replaced. The patient was stable throughout.